Event description:
Blood glucose result of 183 mg/dl, while using the suspect device. Pt indicated that, within 30 minutes, her fasting blood glucose (venous sample) measured 69 mg/dl, in a reference lab. Based on the lab result, pt's physician reduced dosage of oral diabetic medication. No additional treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.